Event description:
It was reported that during a pvi ablation, the patient suffered a pericardial tamponade. The customer stated that he was experiencing difficulty going transseptal due to the size of the patient. He did not have good tactile feel on the catheter and perforated the roof. Pericardiocentesis was performed on the patient and the patient was transferred to ICU.

Manufacturer narrative:
Attempts to obtain additional information from the customer were performed without success. A 3500a supplemental report will be submitted to the FDA as required if any additional information is provided by the customer. Concomitant products: carto 3 system - us catalog #: fg540000 serial #: (B)(4); stockert 70 system - us catalog #: s7001 serial #: (B)(4); cool flow pump - us catalog #: cfp002 serial #: (B)(4).